Event description:
At 1 year and 8 months after the primary surgery, revision surgery was performed due to knee instability and retro patellar pain. The surgeon revised the liner (form 10mm to 12mm) and resurface the patella bone(size 2 implanted).

Manufacturer narrative:
Batch review performed on 30.11.2021: lot 1906810: 150 items manufactured and released on 12 sep 2019. Expiration date: 2024-08-26. No anomalies found related to the problem. To date, 103 items of the same lot have been already sold without other similar reported events. Clinical evaluation performed by medical affairs manager: insert revision and patella resurfacing in tka 1 year and 8 months after primary for joint instability and retropatellar pain. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. A secondary patellar resurfacing should not be considered a failure: sometimes surgeons prefer to postpone patella arthroplasty in order to preserve maximum quantity of bone and reduce trauma, and proceed to treat only in case of persistent anterior pain. This is not a problem due to any implant defect or malfunction.